Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in 2008, in the patient's left (os) eye. The lens was explanted the following year, due to inadequate vaulting. The lens was exchanged for a longer lens. Lens opacity first observed three months prior, bscva at the time was 6/5. Lens opacity location, anterior.